Event description:
Three 8fr angio-seal would not click together. None of these went into the patient. The fourth angio-seal did click together and was deployed in the patient. Reference reports: mw5153689, mw5153690.